Event description:
It was reported that no audio output occurred. The patient discovered her new cell phone was incompatible with the g6 app and started using the dexcom receiver for values. On (B)(6) 2022, the patient was found unresponsive by her 5-year-old daughter who placed a mint in her mouth and woke her 10-year-old sister. The 10-year-old called emergency medical services (ems). Ems arrived, performed a bg (value not provided), treated the patient with IV glucose and transported her to the emergency department (ed). The patient was released home from the emergency department an unspecified amount of time later. The patient reported that her receiver had not provided any values or alerts prior to her loss of consciousness. She reported it took her over a week to recover from the hypoglycemic event as she experienced cognitive difficulties. At the time of the report, the patient was doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.